Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level over 400 mg/dl. Customer experienced symptoms nausea because of high blood glucose. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer was using auto mode feature on insulin pump. Customer treated high blood glucose with humalog pen. Customer not alleging that the insulin pump under delivering. It was also stated that the small champagne size bubble present in tubing. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will not be returned for analysis.